Manufacturer narrative:
It was reported by the hospital contact that both coils (640cx2535/17055583 & 640cf0306/15893712) had stretching issue during procedure. The product will be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports involved with this event, which is associated with report 3008264254-2015-00015.

Manufacturer narrative:
A non-sterile orbit galaxy cmplx fill coil 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received unzipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer; the support coil and gripper were found without damage while the embolic coil was found stretched as well as the suture was found broken. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched/kinked and the suture of it was found broken. The edges of the broken section show evidence that appear that it was elongated before it was broken. The review of lot 15893712 revealed no anomalies that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ unraveled stretched¿ was confirmed, the cause of the stretched condition and the broken condition of the suture were apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with complaint (B)(4). Concomitant medical products and therapy dates: orbit (B)(4).

Event description:
It was reported by the hospital contact that both coils (B)(4) had stretching issue during procedure. The product will be returned for analysis.